Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a stained end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm while changing their infusion set. The customer also reported insulin was squirting out during a manual prime. The customer changed their infusion set twice, but the alarm was recurring. Customer's blood glucose was 208 mg/dl. Troubleshooting found the customer's drive support cap was flush. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.